Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor memorygel breast implant 700cc gel breast prosthesis, catalog #3507004bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 700cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her left breast. The capsular contracture was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 08-jul-2022, mentor received additional information about the event. The patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. During explant surgery, rupture of the left breast prosthesis was observed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/01/2019, mentor received additional information about the event. It was initially reported that the implantation date is (B)(6) 2010. New information states that the implantation date is (B)(6) 2010. Manufacturer¿s reference number: (B)(4).